Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has 8 months remaining and currently tripped to elective replacement indicator (eri). Boston scientific technical services (ts) stated that this was a secondary mechanism for triggering explant and the charge time has been gradually rising. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has 8 months remaining and currently tripped to elective replacement indicator (eri). Boston scientific technical services (ts) stated that this was a secondary mechanism for triggering explant and the charge time has been gradually rising. As of this time, this crt-d was explanted and replaced. No additional adverse patient effects were reported.